Event description:
Customer reported problems with image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned dirt from the camera lens. System operates as intended.